Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure it was noted that the atrial lead exhibited a high capture threshold and high pacing impedance. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.